Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) pack of the bd vacutainer® one use holder, there was no lot printed on the packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The MDR submitted with MFR report #: 1917413-2025-00939 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
It was reported that before using one (1) pack of the bd vacutainer® one use holder, there was no lot printed on the packaging. No adverse impact was reported regarding the patient or user.